Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have prostate cancer while using this device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have prostate cancer while using this device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. A musty odor was observed during therapy. Dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the rear panel, the iso (international organization of standardization) port, the bottom enclosure, the sd (secure digital) card flip door, the blower box, the blower box cap, the blower motor, the blower outlet seal, and the blower motor isolators. Unknown yellow residue on the top enclosure, the keypad of the top enclosure, and the accessory module flip door. Unknown brown residue on the bottom enclosure. Mark of unknown black and blue contamination on the bottom enclosure. Unknown residue on the top enclosure, the ui panel, and the rear panel. Hair-like fibers on the blower motor isolators. Potential dried liquid spots or mineral deposits in the blower box and on the blower motor, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Insects were found on the blower box and on the bottom enclosure. The screw bosses of the blower motor were brittle and cracked during disassembly of the blower motor. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code. The manufacturer concludes that confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Able to confirm the complaint, but not address the symptoms specified.